Event description:
The doctor was inserting the port into the abdomen when he noted leaking gas. When the port was removed he noted that the plastic gasket was broken.port was taken off the field and replaced. Surgery proceeded without injury to patient.